Manufacturer narrative:
Investigation is ongoing.

Event description:
As per pre-decontamination, the liner was circumferentially delaminated at the distal tip. In addition, the sheath was kinked. As reported by our (B)(6) affiliate, after deployment of a 29mm sapien 3 in the aortic position, during removal of the commander delivery system from the esheath, the balloon could not be withdrawn from the esheath. Eventually the entire delivery system was pulled out with the esheath as a unit. There was no patient injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: a kink observed 1¿ from the comnut, strain relief was manual removed during inspection, liner bunching approximately 4¿ from the distal tip, sheath shaft was fully expanded, the tip opened as designed, sheath liner was circumferentially delaminated approximately 1¿ from distal tip, and the c-marker band was intact. A photo was provided and revealed the sheath liner was delaminated proximally. Functional or dimensional testing was not performed due to the returned condition of the device (sheath liner delaminated). During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During sheath shaft final inspection, the shaft outer diameter is dimensionally inspected. During manufacturing per procedure, the sheath shaft components are 100% visually inspected for defects. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for visual defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for seam separation, and sheath kink resistance. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of the complaint history from august 2019 to july 2020 revealed other similar returned complaints that were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the july 2020 control limit for all the trend categories. The IFU for edwards esheath, the IFU for delivery system, prepping manual and device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The procedural training manual provides guidance on delivery system removal if the balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, ¿the commander delivery system was taken out from the esheath, but the balloon could not be withdrawn from the esheath.¿ an altered burst balloon profile may have led to the withdrawal difficulty of the delivery system, resulting in excessive force applied and/or manipulation of the device to overcome the interference between the burst balloon and sheath tip. Interference and/or excessive manipulation may have led to the damaged liner (delamination) and caused the kinking of the sheath. Additionally, as per the case notes, there was no ¿coaxial alignment of the delivery system upon reentry into the distal end of the sheath.¿ this non-coaxial withdrawal of the delivery system through the sheath may have further damaged the liner. In this case available information suggests that procedural factors (non-coaxial withdrawal /withdrawal of burst balloon/excessive device manipulation) may have contributed to the reported event. No manufacturing nonconformance were identified during evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Supplemental MDR is being submitted to reference a manufacturer report related to this complaint. This is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-12863.